Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and that filter struts were associated with perforation with multiple struts extending beyond the wall of the inferior vena cava (ivc) and into the surrounding organs and/or tissue. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of the filter struts with multiple struts extending beyond the wall of the ivc and into surrounding organs/tissue. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. History includes gerd, colon polyps. The indication was pulmonary embolus, deep vein thrombosis (dvt) of the left leg with pain. The filter was successfully placed into the infra-renal position. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, perforation of the filter struts with multiple struts extending beyond the wall of the ivc and into surrounding organs/tissue. One week later, the patient had an upper gi study for gi bleeding with nausea and pain. Anticoagulation therapy was discontinued. Approximately three weeks post implant, a venogram of the left leg showed no further thrombosis noted. Cellulitis of the left leg was noted, and antibiotic therapy given. Per the patient profile form (ppf), the patient reports tilt, perforation of the filter struts into inferior vena cava (ivc)and into organs. The patient also reports dizziness, nausea, worry, stress, chest pain. A CT scan, six years after implant, was re-evaluated, and revealed the filter is at the t12-l1 interspace level. The filter is tilted, and all the filter struts perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall 4 mm and contact the pancreas. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, cellulitis, dizziness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d1, d4, g3, g4, g7, h1, h2 and h4. Section b5: additional information received per the medical records indicate that the patient has a history of gastroesophageal reflux disease and colon polyp. The indication for filter placement was pulmonary embolus, deep vein thrombosis (dvt) of the left leg associated with pain. The filter was successfully placed into the infra-renal position. There were no reported complications. One week after the index procedure the patient had an upper endoscopy for gastrointestinal (gi) bleeding with nausea and pain. Anticoagulation therapy was discontinued. Approximately three weeks after the index procedure the patient had a venogram of the left leg, no further thrombosis was noted. Cellulitis of the left leg was noticed and antibiotic therapy began.   Additional information received per the patient profile form (ppf) states that the patient experienced tilt, perforation of the filter struts into inferior vena cava (ivc)and into organs. The patient also experienced dizziness, nausea, worry, stress, chest pain. The patient became aware of the reported events eight years and three months after the index procedure. Computed tomography (CT) scans done approximately six years after the index procedure were re-evaluated eight years and three months after the index procedure. The scans revealed that the filter is at the t12-l1 interspace level. The filter was tilted, and all the filter struts perforate the ivc up to 4 mm. Two (2) anterior struts perforate the ivc wall 4 mm and contact the pancreas. Additional information received per the patient profile form (ppf) states that the patient experienced tilt, perforation of the filter struts into inferior vena cava (ivc)and into organs. The patient also experienced dizziness, nausea, worry, stress, chest pain. The patient became aware of the reported events eight years and three months after the index procedure. Additional information is pending and will be submitted within 30 days of receipt.